Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure it was noted that the lasso navigational variable eco catheter had a fibrous mass on the end of it. The catheter was replaced. It appeared to be a band of glue at the tip. Upon request, the bwi field representative provided additional information on the event. This issue was not noted when the catheter was inserted, but then they were having difficulties in maneuvering it. The catheter was removed so it may be inspected. This is when the issue was found. It was approximately 1 cm in length and fine. The physician had a little difficulty in removing the catheter from the left superior pulmonary vein (lspv) before removing it from the body. There was no patient consequence noted. The physician did not think that there was any potential risk to the patient.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure it was noted that the lasso navigational variable eco catheter had a fibrous mass on the end of it. During visual inspection the foreign matter was noticed on the tip. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle had a biological composition similar to the one shown by human skin/muscle tissue. However, it remains unknown the origin of the material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.